Event description:
Boston scientific received information that the left ventricular (lv) exhibited an increased threshold measurement of 6.5 volts at 2.0 ms and high out of range lead impedance measurements of greater than 2000 ohms. The pacemaker dependent patient was seen one month later and the threshold measurements had returned back to the original implant measurement of 2.9 volts at 2.0 ms. A chest x-ray did not reveal any significant findings. The patient was again seen three weeks later and it was noted that the threshold measurements remained stable at 2.9 volts at 2.0 ms. The field representative stated that multiple lead impedance measurements were taken at the last device check while doing pocket manipulation and isometrics, all readings were within normal range. It was noted that a few high out of range impedance measurements were recorded in the daily measurements prior to the first device check. The physician has opted to monitor the lead. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the cardiac resynchronization therapy defibrillator (crt-d) was explanted due to early depletion as a result of continued programmed high right atrial (ra) lead outputs. The ra lead remains in service with the new crt-d and continues to exhibit high threshold measurements of 3.1 volts. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4)